Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was high impedance of over 10,000 ohms on electrodes 9 through 12. It was noted that reprogramming was a required action. It was noted that the issue resolved. It was noted that the patient had less than 50% therapy relief. It was noted that the patient was alive with no injury at the time of this report.